Event description:
It was reported that a spectrum pump's keypad was not working properly. The customer stated that the "buttons are not responsive". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.